Event description:
Customer reported the insulin pump alarmed unexpected restart after inserting a new battery. Customer's blood glucose was 123 mg/dl. Battery out limit alarm was also noted in the alarm history. Temp basal was not programmed before the alarm occurring. The device was not stored for an extended period of time. Customer reported the batteries were out the device for 10 minutes. Customer was advised it was normal for device to alarm. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.